Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right atrial lead that exhibited noise. No intervention was performed. Patient status was not reported.

Event description:
New information received notes that the patient was presented remotely via merlin.net. It was noted that the noise was over-sensed on the right atrial lead. Programming changes were made. The patient was in stable condition.